Manufacturer narrative:
Manufacturing evaluation: two instruments arrived in a contaminated condition. Failure description - at both instruments a part of the insulation of the upper jaw tip was chipped off. Investigation - used test- and analysis- equipment: · digital-camera "panasonic dmc tz8" we made a visual inspection of the instruments ("a" & "b"). Here we found, that the outer insulation of the upper jaw of both instruments was partially chipped off batch history review - the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause - the root cause for the problem is most probably usage related. Rationale - in line with analysis of this product, we found that the isolation at the tip is broken. The structure of the broken part show no signs of a material failure. Without further knowledge about the circumstances of the failure, we therefore assume that the instrument was overloaded either during the procedure (grab too much tissue) itself or dropped on a hard surface. According to our production standards and the device history files, a material failure or a manufacturing error can be excluded. Corrective action - according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a caiman. It was reported that the tip part was damaged when they opened the box initially. There was no patient harm. Additional information was not provided. The malfunction is filed under aag reference (B)(4).